Event description:
It was reported that the user pulled a negative vacuum and removed the iab from the tray. Upon removal from the tray, the iab balloon appeared "flat" and unwrapped. The clinician tried to re-wrap the balloon and insert it into the introducer sheath, but it became stuck. As a result of this, the entire assembly was exchanged. There were no associated pt complications.